Event description:
It was reported that the patient presented to the hospital for a pacemaker replacement procedure. Upon interrogation, the right atrial lead exhibited noise oversensing leading to loss of cardiac pacing. The physician capped and replaced the lead on (B)(6) 2022. During procedure, the lead helix of the first replacement lead will not extend or retract after being placed in the body. The physician did not allege a malfunction on the damaged lead. The damaged lead was replaced with a new one. The patient was in stable condition throughout the procedure.